Event description:
It was reported that rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 1.25mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, the rotation speed was unstable. The rotation speed set was 200,000 rpm but the maximum number of rotations observed was 230,000 rpm. The rotation speed sound was not slow, and the sound was in line with the rotation speed. The procedure was completed with a different device. There were no patient complications reported.